Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the reason for the replacement was the ipg was inoperable. There were reportedly, no complications during the surgery and therapy was established postoperatively.